Manufacturer narrative:
H6: the device has not been returned to invacare or ventec (react health) for an evaluation. The previous device manufacturer, invacare, provided ventec with their investigation findings: "the insurance adjuster advised that, per the patient's son, there were no injuries or medical treatment required as a result of this event." "The patient's insurer advised that a causation investigation was conducted, and it was determined that the fire was not the result of faulty equipment but rather that the patient had been smoking near the equipment. On the night of the incident, the patient noticed fire from the area near the front door while smoking. Scene examination revealed burn patterns explicitly showing ignition originating at the front door threshold. The patient had been going in and out of the home daily to smoke on the front porch, while connected to the concentrator. Evidence indicated that the concentrator¿s oxygen line was likely severed when it was compressed by the metal door frame's sharp edges. It was concluded that the leaking oxygen was then ignited by the lit cigarette. Photographs of the burn patterns in the patient¿s home were provided, which show minor property damage. Photographs were also provided of the warning labels affixed to the concentrator, which clearly state not to smoke while using the device and alert the user to the dangers of having ignition sources in areas where oxygen is being delivered. No action to be taken at this time. The product is not being returned to invacare for an evaluation. Following the incident, the oxygen concentrator is still operation and remains in use; only the oxygen tubing was replaced. Invacare engineering will continue to review track and trending data for processing and improvements warranted." The invacare platinum 10l oxygen concentrator user manual advises the following: "in order to ensure the safe installation, assembly and operation of the concentrator these instructions must be followed." [P. 10] "danger! Risk of death, injury or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage: ¿ do not smoke while using this device. ¿ do not use near open flame or ignition sources. ¿ no smoking signs should be prominently displayed. ¿ keep all open flames, matches, lighted cigarettes, electronic cigarettes or other sources of ignition at least 10 ft (3 m) away from this concentrator or any oxygen carrying accessories such as cannulas or tanks." [P. 10] "danger! Risk of death, injury or damage from fire . Textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage: ¿ do not allow smoking within the same room where the oxygen concentrator or any oxygen carrying accessories are located. ¿ if you disregard these warnings about the severe hazard of oxygen use while you continue to smoke, you must always turn off the concentrator, remove the cannula and then wait ten minutes before smoking or leave the room where either the concentrator or any oxygen carrying accessories such as cannulas or tanks are located." [P. 11] "danger! Risk of injury or death to avoid choking or ingestion of chemicals from airway contamination: ¿ do not use the concentrator in the presence of pollutants, smoke, fumes, flammable anesthetics, cleaning agents, or chemical vapors." [P. 13] "warning! Risk of injury or damage to avoid injury or damage from airborne pollutants and/or fumes and for optimal performance: ¿ locate and position the concentrator in a well-ventilated space so that the air intake and the air exhausts are not obstructed. ¿ never block the air openings of the concentrator or place it on a soft surface, such as a bed or couch, where the air opening may be blocked. ¿ keep the openings free from lint, hair and similar foreign items. ¿ keep concentrator at least 12 in (30.5 cm) away from walls, draperies and furniture. ¿ avoid use in presence of pollutants, smoke or fumes, flammable anesthetics, cleaning agents or chemical vapors. ¿ place concentrator in a well-ventilated area to avoid airborne pollutants and/or fumes. ¿ do not use in a closet." [P. 20] the investigation determined that the cause of the reported issue was user error, due to the patient smoking in very close proximity to the device.

Manufacturer narrative:
H6: section d4, primary UDI number, is currently "unknown" as this device was manufactured by a different device manufacturer, invacare, and not readily available to ventec. The device has not been returned to invacare or ventec (react health) for an evaluation. The previous device manufacturer, invacare, is investigating the reported issue and has provided their preliminary findings: "attempts are being made to follow-up with the dealer to obtain further details about the event, such as pictures/fire report, if there was any injury/property damage, and if there were any other factors that may have caused/contributed to the fire. The dealer was also asked if the unit is available to be returned for evaluation. At this time, a malfunction of the concentrator has not been confirmed. It is unclear why the patient's lawyer suspects the concentrator's power cord was faulty. It is unknown when the device last received maintenance or if there was any damage to the power cord prior to the event. The irc10lxo2 user manual warns against using frayed or damaged ac power cords. Even if the concentrator was not the direct cause of the fire, it is possible that it could have been a contributing factor. The concentrator produces oxygen, which is a necessary component of any fire. The irc10lxo2 concentrator is comprised of materials which reduce the spread of flames in the event of a fire. However, the irc10lxo2 user manual warns that combustibles are easily ignited and burn with great intensity in oxygen enriched air." Invacare continues to investigate the reported issue. Once complete, ventec will be provided with their investigation findings. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The device¿s previous manufacturer, invacare, contacted ventec via email to report the following event: "dealer alleged that they had a patient experience a fire in their home while using an invacare 10l concentrator with a homefill system. The lawyer for the patient is claiming the fire was due to a faulty cord." There were no reports of patient harm associated with the reported event.